Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4). Based on information from reporter, it cannot be confirmed that device malfunction or user error contributed to this event. Product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens haptic torn/broken.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method code(s): claim evaluated based on reporter response on complaint questionnaire. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon was attempting to implanted a 13.2 mm vticmo13.2 implantable collamer lens, -13.5/+2.0/179 diopter in the patient's left eye (os) and it was noted that the lens was torn during loading. Backup lens of the same size, model and different diopter was used. There was no report of any apparent injury.